Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): defib conductor fractured (flexed-clavicle rib), and blood noted on overlay tubing and helix; full lead in segments returned and analyzed.

Event description:
It was reported that both the rv and svc impedances were erratic for past few months. There were several readings greater than 200 ohms and tip-rv coil readings greater than 2500 ohms. A lead fracture was suspected. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) defib conductor fractured, and blood noted on overlay tubing and helix; full lead in segments returned and analyzed.